Event description:
The ge oec 9800 fluoroscopy system appeared to continue to fluoro after the foot switch was released.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. All event logs were checked for errors. Assume anomalous system lock-up. Generally, when the system locks up, similar to as described, the interlocks open, which prevents uncommanded x-ray, but the system locks 'in-state', so it would appear to the user that the system continued to fluoro, even though x-rays are not normally produced. The system was tested and found to be operating as intended and released to the customer for use. No negative pt effect was reported due to this malfunction. The facility was unable to, or would not provide any pt info with respect to this issue.